Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The sensor interface board assembly was replaced which corrected the issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported an error resulting in the loss of mechanical ventilation. The ventilation modes were switched by the user and the case was resumed. There was no report of patient injury.